Event description:
A caller reported that the insulin gauge displayed a different amount than expected, leading to a fill estimate issue where the displayed insulin level remained static. There was no adverse impact to the customer¿s blood glucose level reported. The technical support team explained the variance in pressure calculations that can cause the display discrepancy, recommend a cartridge change, and educated the customer on proper filling instructions. The customer agreed to follow the guidance and contact support if the issue persists. Troubleshooting resolved the issue, and replacement supplies were sent to the customer.